Event description:
On (B)(6) 2009, the patient reported that when she programs a bolus on her insulin infusion device she waits for the confirmation beeps but hears less beeps than what she programmed. She believes her up/down buttons are not properly responding to presses. She said the buttons pop back up when pressed. She stated her infusion device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second arty to address the issue. Product was replaced and requested to be returned for evaluation.